Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. At the request of the consumer, the surgeon was not contacted. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he has been having difficulty with near vision, and experiencing glare and halos. The consumer has a history of radial keratotomy surgery 25 years prior, corneal scarring, and diabetes. The consumer reported a consulting surgeon prescribed artificial tears, but he had not noticed any improvement in his vision. The consumer reported his blurred near vision was affecting his ability to read his glucometer, which was causing difficulty in administering his diabetes medications and caring for his elderly parents. At the request of the consumer, the surgeon was not contacted.